Event description:
It was reported that t:slim x2 pump battery would not charge even though caller used working wall outlets, tandem charging cable and wall adapter, and tried different adapters and cables, with the pump not recognizing any charging connection. There was no reported impact to the customer¿s blood glucose level. Customer confirmed pump did not shut down and remained functional, and the customer reverted to an alternate method if insulin therapy.